Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows rebooting had occurred on (B)(6) 2012. Visual inspection revealed no damage to the battery cap or the battery compartment. The battery cap secures appropriately to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues occurring. No defects were found to the power circuit or battery connections. The complaint could not be duplicated during investigation.

Event description:
On (B)(6) 2012, the patient's mother contacted animas, alleging that the patient's pump powered off without warning. At the time of the call, the reporter informed customer support that the patient's blood glucose (bg) was "412 mg/dl" but denied that the patient had any signs/symptoms suggestive of hyperglycemia. At the time of troubleshooting, the reporter denied any visible damage to the pump's battery compartment or battery cap. The patient's mother confirmed the battery cap was secured to the pump and the yellow o-ring was not visible. The reporter also denied any visible signs of moisture ingress. At the time of the call, the pump had power and was on verify screen. Review of pump history only revealed a low cartridge alarm on (B)(6) 2012. There were no low or replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. The patient's reported bg reading does not meet animas's criteria of a serious injury.